Event description:
The customer reports that when an image has been altered in pacs and then saved, if these images are then burned to a cd, the changes are not present. There was no reported pt injury associated with this event.

Manufacturer narrative:
The root cause is difficult to determine due to the site's workflow has changed to meet the customer's needs. Engineering was unable to reproduce the issue in the lab with the same setup as on customer site. (B)(4).